Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported to the field clinical specialist, 4 years, 8 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention and a sapien 3 ultra valve in valve was performed. The reason for viv was central regurgitation and stenosis. No records were provided. The viv was performed via open sternotomy. The native valve leaflets were surgically ''trimmed out'' to avoid root replacement and sealing off the coronary ostia. The new 23mm sapien 3 ultra placed with good results.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3 with commander ds IFU was reviewed. Valve stenosis, structural valve deterioration, paravalvular or transvalvular leak, and valve regurgitation are known potential adverse events. Noted under potential adverse events, 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'paravalvular or transvalvular leak' and 'valve regurgitation'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints were unable to be confirmed without medical record/relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '4 years, 8 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention and a sapien 3 ultra valve in valve was performed. The reason for viv was central regurgitation and stenosis'. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided a definite root cause was unable to be determined at this time. Per the IFU, stenosis is a potential adverse event associated with the use of valve. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Due to limited information provided a definite root cause was unable to be determined at this time. A definitive root cause is unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported to the field clinical specialist, 4 years, 8 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention and a sapien 3 ultra valve in valve was performed. The reason for the valve in valve (viv) was central regurgitation and stenosis as well as hypoattenuated leaflet thickening (halt) and hypo-attenuation affecting motion (ham). The patient was experiencing significant symptoms of shortness of breath and fatigue. The viv was performed via open sternotomy. The native valve leaflets were surgically 'trimmed out' to avoid root replacement and sealing off the coronary ostia. The new sapien 3 ultra placed with good results. Due to evidence which demonstrated effaced sinuses with transcatheter aortic valve replacement (tavr) valve at or just above the sinotubular junction (stj), there was a high risk resulting in an occlusion of the coronary arteries if a standard tavr in tavr procedure was done. Therefore, an open-heart implantation procedure was performed where the first tavr leaflets were excised from the tavr valve which were found to be thickened, shortened, and did not coapt and there was also debriding and excision of endothelialization along the left coronary cusp (lcc) struts. After the 23mm sapien 3 ultra valve was deployed successfully under direct vision as tavr-in-tavr at the same height of the previously placed tavr valve. Patient tolerated the procedure well and was sent to the recovery room in stable condition.

Manufacturer narrative:
The complaint was reopened due to the medical records being received and a supplemental MDR is being submitted for the updates/ corrections. The new investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an updated engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3 with commander ds IFU was reviewed. Warnings include 'accelerated deterioration of the valve may occur in patients with an altered calcium metabolism'. 'Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation'. Potential adverse events include: 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'paravalvular or transvalvular leak', and 'valve regurgitation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for leaflet thickened/halt, leaflet motion restricted-in patient, central regurgitation and stenosis were confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'as reported to the field clinical specialist, 4 years, 8 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention and a sapien 3 ultra valve in valve was performed. The reason for viv was central regurgitation and stenosis. After reviewing the medical records provided, new information was discovered on the first 23mm s3 valve was implanted in 2019 and which required an open-heart tavr-in-tavr procedure where halt and ham were observed and new information of patient's symptoms were stated, which were significant symptoms of sob and fatigue.' Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Since the leaflet was thickened, it could affect the function/ suboptimal coaptation of leaflets resulting in leaflet motion restriction. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, halt and restricted leaflets were reported. Leaflet thickening can lead to improper leaflet coaptation, which can then lead to central leakage of the valve. Additionally, the patient had restricted leaflet motion, which can lead to abnormal coaptation resulting in central regurgitation. As such, available information suggests that patient factors (thickened leaflets, restricted leaflets) may have contributed to the reported complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had leaflet thickening, which could reduce the eoa (effective orifice area), resulting in stenosis. Additionally, the patient had restricted leaflet motion, which could prevent proper leaflet coaptation, resulting in stenosis. As such, available information suggests that patient factors (thickened leaflets, restricted leaflets) may have contributed to the complaint event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.